Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right partial nephrectomy procedure, the arm cart assembly that was connected with a bipolar instrument got an unrecoverable error. The error indicated that the port latch was open, even though it was reportedly closed. The arm cart assembly was rebooted to resolve the issue, which took about six minutes, and the procedure was then completed without any other reported problems. There was no patient injury.